Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patient's left (os) eye. The surgeon reports elevated iop "several" months postop. Currently the patient is on an iop-lowering topical agent. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional information: the patient is currently on latanoprost. The surgeon will continue to observe the patient. H6-investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).